Event description:
The customer stated that he tested his blood glucose and received a reading of 29 mg/dl using his elite meter. He retested using another meter and received a reading of 152 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. A check strip and control solution were sent to the customer for further troubleshooting of the elite system. No product will be returned at this time.